Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of the system logfiles confirmed the reported malfunction. Upon functional testing, the fse found that the low-voltage power supply was defective, causing the system to not boot up correctly. The defective power supply was returned for analysis, and it confirmed electronic defect. To resolve the reported issue, the fse replaced the power supply (pd. Scomp.dcps_24v_12v_5v). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.